Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: total 6 unopened packs of samples were received on 2025/01/14. These samples evaluated by [appearance] and [knot pull tensile strength] and the test results were met the specification. DHR reviewed and no issue found. These return samples were manufactured by ethicon. The root cause of complaint can't be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2024 and suture was used. The patient was diagnosed with chronic periodontitis and underwent surgery. During the procedure, suture was used to control excessive bleeding after 36 extractions under local anesthesia. The suture frequently broke during knotting, causing the wound to be unable to be sutured properly and bleeding to continue. The patient was urgently given absorbable gelatin sponge to be placed in the tooth extraction socket for filling and stopping bleeding, and gauze balls were used for biting and compression to stop bleeding. After postoperative observation, the patient showed good hemostatic effect, so the use of this batch of suture was abandoned. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please provide the source or name of person providing answers to follow-up questions.